Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported leaking when the needle was screwed on to the syringe. Customer reported that the lock between the needle and syringe seemed to be not tight enough even though she screwed it on as best as she could. Customer reported 3 events like this in the past month." "Upon speaking with the customer, she provided additional complaint that occurred, she reported difficultly moving plunger unknown date of event, she also clarified the leakage occurred twice also with unknown date."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported leaking when the needle was screwed on to the syringe. Customer reported that the lock between the needle and syringe seemed to be not tight enough even though she screwed it on as best as she could. Customer reported 3 events like this in the past month" "upon speaking with the customer, she provided additional complaint that occurred, she reported difficultly moving plunger unknown date of event, she also clarified the leakage occurred twice also with unknown date."